Manufacturer narrative:
(B)(4). D10: medical products: item#: 814501085, hfn a/r screw 85mm; lot#: zn1121285g. Item#: 814550042, cortical bone scr 5.0mm x 42mm; lot#: m36773c. Item#: 814550042, cortical bone scr 5.0mm x 42mm; lot#: m35214twa. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial orif with cephalomedullary nail left subtrochanteric hip fracture approximately ten (10) and a half months ago due. Subsequently, the patient underwent a revision surgery three (3) months later due to nonunion and a fractured implant that caused pain and swelling.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. H6: component codes: mechanical: im nail. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: relevant findings: (B)(6) 2024; ER visit. ¿ left hip pain and swelling. ¿ xray show ¿what appears to be failure of im nail with nonunion and bending of the prosthesis¿. (B)(6) 2024; removal of orthopedic hardware. ¿ proximal aspect of the nail and screws removed without difficulty. ¿ distal aspect of the nail was broken and explanted. ¿ fluoroscopy confirmed removal of broken hardware. ¿ nail and screws implanted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.